Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to a communication error. A hazard alarm was generated during pod operation. A 0x1c expiration alarm was generated by the pod. The download data confirmed that the pod ran for 80 hours before the alarm was generated. This alarm is a safety feature of the device. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined. Initial inspection of the pod found the soft cannula to not be visible in the bottom housing window though the needle mechanism had deployed. Opening of the pod revealed the soft cannula to be out of specification, measuring approximately 0.6535 in. In length with evidence of having been torn. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours they had received a communication error during a hazard alarm. The patients reported blood glucose level was over 250 mg/dl.